Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report image didn't show and system powered off. Tse recommended caller checked power cord and guided caller opened rear door of vsc. Caller stated the rear of vsc was too hot. Tse recommended caller let vsc had good ventilation. System could power on automatically. Procedure could complete as planned. The procedure was completed with no reported injury. Intuitive followed up but was able to attain more additional information. System functionality was checked upon powering the system. System initially powered on with no errors. Illuminator did work in the procedure. Procedure was completed in the original configuration with the same illuminator. The field engineer replaced the illuminator. Please refer to section a for patient demographic information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, both fans are covered in green dust. Inside of the lamp module has a burnt mark. Installed this unit on the printed circuit assembly test system. The illuminator was powered on in maintenance mode and programmed for hd illuminator. Conducted the vision test and white balance test. Ran 10 power cycles and let the system idle for 30 minutes. The illuminator will be returned to the original equipment manufacturer.

Manufacturer narrative:
Correction: the customer restarted the system and completed the procedure in its original configuration with the same illuminator. The probable root cause could be attributed to communication or lamp ignition issues with the illuminator. The issue was resolved by replacing the defective unit.

Event description:
Refer to h11 for follow-up information.